Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that they had noticed an improvement in their symptoms after the device was implanted but they stopped getting a relief. The patient reported that their baseline symptoms returned / lost therapy benefit. Patient stated that they had an appointment with their healthcare provider (hcp) a couple weeks ago and that they just upped the stimulation, but they still didn't urinate by themselves and they still had to use a catheter. The patient was redirected to their health care provider (hcp) to further address the issue.